Event description:
A customer in the united states reported a false susceptible ampicillin/sulbactam result for an api survey strain (escherichia coli, esbl) in association with the vitek® 2 ast-gn69 test kit. The expected result was resistant. The customer did repeat the test and the result was the same (susceptible). A biomérieux internal investigation will be initiated.

Manufacturer narrative:
The customer no longer has their api survey strain for this investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-gn69 lot# 5890677403 met final qc release criteria and passed qc performance testing.